Event description:
Subsequent to the initial MDR, a correction is required. It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6)2023, the patient was asymptomatic when she left the house. The cgm (continuous glucose monitor) readings and bg (blood glucose) were not documented. While driving, she became disoriented and had a motor vehicle accident. The patient reported receiving no alert from the cgm display device. The blood glucose readings were not documented. The patient did not check the bg. An ambulance was called, and the patient was treated with 4 glucose tablets and a glucagon. There was no documentation of further medical evaluation or intervention. Upon returning home, the cgm readings were 248 mg/dl and the bg was 220 mg/dl. At the time of the report, the patient was ok with no symptoms. Data was evaluated, data investigation could not confirm the no audio alert on the mobile app. The patient reached their low alert threshold of 80 mg/dl at 2:47 pm on (B)(6)2023. The patient received their initial low alert at 2:48 pm, which was vibration only; this alert was paired to the patient's personal bluetooth device. Five minutes later at 2:53 pm, the patient received another low alert with some volume; this alert was paired to the patient's personal bluetooth device. Five minutes later at 2:58 pm, the patient's low alert was cleared, as their glucose values rose above their low of 80 mg/dl with a blood glucose of 82 mg/dl. It was noted that the patient did not cross either high or low alert threshold at around 3:30 pm, as patient blood glucose values were 91 mg/dl at 3:27 pm and 92 mg/dl at 3:32 pm. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.